Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; 6944-65 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead measured high threshold. Attempts were made to reach out to the clinic for additional information about the patient¿s follow-up; however, no information was received. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.